Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the patient died. The patient presented with angina, chest discomfort, coronary artery disease with calcified triple vessel disease. During an angioplasty procedure, a 2.75 x 48 mm synergy was deployed in the ostial to mid left anterior descending artery (lad) followed by post dilation with a 2.75 x 10 mm non-compliant balloon. A 3.00 x 38 mm promus elite was then deployed in the mid left circumflex (lcx) followed by post dilation with a 3.00 x 10 mm non-compliant balloon. The right coronary artery (rca) was treated with two non-boston scientific stents. A thrombolysis in myocardial infarction (timi) flow of 3 was achieved. Three hours later, the patient was experienced discomfort, sweating, nausea, and low blood pressure. The patient was shifted to the catheter lab and angiogram found "slow flow st" in all stents. Despite medical treatment, flow was not improved. The patient went into sudden cardiac arrest and died.